Event description:
A 62 year old pt with history of IV drug abuse, end stage renal disease with dialysis, and multiple problems with access grafts was admitted 9/1/99 for problems with right thigh graft. On 9/10 pt had a split ash catheter inserted via a paraspinal approach through the inferior vena cava to the atrium. One lumen was placed in the superior aspect of the right atrium and the other in the inferior aspect of the right atrium. This was sutured at the atrium and sutures were placed to secure the catheter to the skin at the insertion site. Pt was dialyzed and activity increased over the next several days. On 9/13 pt was found in pool of blood. Bleeding was noted at incision site. Pt was resuscitated and taken to the ICU where he expired. It was noted that all caps on the ports were intact on the catheter. (Serial number unk at this time. Will update.)